Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the liver transportation procedure, the tip of the needle broke before holding it. The disengaged tip was not found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the liver transportation procedure, the tip of the needle broke before holding it. The disengaged tip was not found. Replaced by new device to complete procedure. There was tissue damage. Operation time was extended by more than 30 minutes.